Event description:
The customer reported the observation of discordant n latex flc lambda results on two patient samples over multiple days on an atellica ch analyzer. The results were considered discordant compared to historical results. It is unknown which discordant results were reported to the physician(s). It is unknown if the physician(s) questioned the n latex flc lambda results. The sample was run on an alternate method for dual reporting. There are no known reports of patient intervention or adverse health consequences due to the discordant n latex flc lambda results.

Manufacturer narrative:
An outside of the united states (ous) customer contacted the siemens customer care center (ccc) to report the observation of discordant n latex flc lambda results on an atellica ch analyzer. Per the intended use section of the n latex flc lambda instructions for use (IFU): "results of flc measurements should always be interpreted in conjunction with other laboratory and clinical findings." Siemens is investigating. Note: the n latex flc lambda reagent is marketed in the united states under siemens material number 10873630. The 510(k) number documented in section g4 is for the us product.

Manufacturer narrative:
Siemens filed the initial MDR 9610806-2024-00027 on 27-aug-2024. The purpose of this follow up report is to cross-reference related mdrs for the same patient sample: MDR 9610806-2024-00028 was filed for the discordant results with the same patient sample on (B)(6) 2024. MDR 9610806-2024-00029 was filed for the discordant results with the same patient sample on (B)(6) 2024. MDR 9610806-2024-00030 was filed for the discordant results with the same patient sample on (B)(6) 2024. Siemens investigation is ongoing. Additional information since the initial MDR was filed on 27-aug-2024, siemens' preliminary evaluation indicates an assay specific issue or sample specific issue. The calibration was within conformance and surrounding quality control (qc) replicates recovered within the allowable range. Photometer data was evaluated with no findings between the discordant replicate and its accepted repeats. No process errors or additional hardware issues have been identified based on instrument data at the time of the discordant replicate. Continued investigation into the reagent interaction with the patient sample is planned. Siemens is waiting for the return material required to continue troubleshooting actions.

Manufacturer narrative:
Siemens filed the initial MDR 9610806-2024-00027 on 27-aug-2024. Siemens filed supplemental MDR 9610806-2024-00027-s1 on 20-sep-2024. Additional information 24-mar-2025: siemens concluded the investigation. The root cause of the discordant n latex flc lambda results on an atellica ch analyzer for the affected samples ID (B)(6) could not be identified. Instrument data files were analyzed and there was no indication for a system related issue. Calibration as well as quality control (qc) data for the flc lambda were valid. Siemens received the affected samples ((B)(6)) and three additional patient samples from the customer site and tested these five samples native (1:5 dilution) and auto-diluted 1:50. The clinical background for the five patient samples was not provided, and the expected flc lambda values for the three additional patient samples are unknown. Internal testing results for four of the five samples, including sample ids (B)(6), were significantly higher for the 1:50 dilution than for the 1:5 dilution results. The data was analyzed regarding antigen excess behavior, and the specified antigen excess threshold was not exceeded for the sample measurements. Based on this analysis, the application worked as intended and a product issue was not identified for the n latex flc lambda reagent. Further testing of the returned patient samples was not possible as the samples had been stored frozen more than 6 months and had been frozen and thawed more than once, which exceeds the storage condition limitations as stated in the instructions for use (IFU) for n latex flc kappa/flc lambda (version: 11541959_en rev. 13 ¿ outside USA / 2023-10). Based on the analysis of the provided information and the internal investigation performed, no performance issue could be identified with the n latex flc lambda reagent on the atellica ch analyzer. Based on testing with returned samples, the probable cause of the discordant results may be consistent with a sample integrity issue; however, root cause cannot be confirmed as further testing with the patient samples is not possible. The n latex flc lambda lot 473287 is performing as intended. A product performance issue has not been identified. No further evaluation of the device is required. In section h6, the investigation findings and investigation conclusions codes were updated.